Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and suprarenal aortic extension. Following the initial procedure the physician identified a type 1a endoleak. The physician elected to implant an non-endologix stent to seal the endoleak.